Manufacturer narrative:
Reference to prior hospital admissions due to ongoing driveline infection are reported on medwatch MFR report #2916596-2018-00428 and medwatch MFR report #2916596-2018-00590. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 1 year 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to pain to the abdomen. A CT scan showed interval reduction in soft tissue induration and skin thickening along the driveline. The patient was to continue taking intravenous ancef until (B)(6) 2018 and then transition to oral cefadroxil. No additional information was provided.